Event description:
It was reported that the user experienced a severe hypoglycemic event at work with a documented blood glucose of 34 mg/dl leading to loss of consciousness and subsequently discontinued use of the ilet in favor of a prior pump; the specific device problem and device component were not identified. Symptoms included hypoglycemia. Outcomes included insufficient information regarding the broader impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.